Event description:
Atricure rf (radiofrequency) clamp was placed on left pulmonary vein. When removing clamp, there was dark red blood. Clamp was immediately placed back on for control of hemorrhage. Patient was emergently cannulated and placed on cardiopulmonary bypass for repair of pulmonary vein. Site of bleeding was repaired with incorporeal stitches.